Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Following the hospitalization post ICD replacement on (B)(6) 2016, an infection was suspected on (B)(6) 2016 with the subject device newly implanted. Accordingly, a re-intervention was performed on (B)(6) 2016 to explant the subject device. It should be noted that a wearable cardioverter defibrillator was used awaiting replacing the subject device with another one. An investigation is required.